Event description:
Related manufacturer reference number:2017865-2025-10473. Related manufacturer reference number:2017865-2025-10474. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device.

Manufacturer narrative:
The lead was returned due to patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the partial lead did not find any anomalies except for procedural damage.